Manufacturer narrative:
(B)(4). At this time, carefusion has not received the suspect device/component from the customer for evaluation in the event the device is received for evaluation or additional information is received a follow-up report will be submitted.

Event description:
The customer stated that while on a patient this unit is giving and intermittent "vent inop" alarm. Upon review the unit was ventilating but in the event log there was a transducer fault, vent inop, and motor fault listed. The transducer calibrations were performed and all passed. The unit was placed back into service and the intermittent alarms resurfaced. There was no patient harm or injury.

Manufacturer narrative:
The vyaire failure analysis laboratory received the suspect main printed circuit board assembly for investigation. An evaluation of the component could be confirmed and duplicated. The combination of transducer faults at power-up/auto-zero solenoids can be slow to respond. This issue will be internally investigated within vyaire.